Event description:
It was reported that the possibility of externalized conductors were noted on the lead via x ray. No electrical anomalies were detected and there were no known adverse consequences to the patient. No further information is available. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.